Event description:
During t2 nail surgery, before the nail insertion, no problems were observed with device target accuracy. After inserting the nail, the second oblique hole could not be drilled through no matter how many times the surgeon tried. To check the connection of the device with the nail, the surgeon retightened the holding screw, but the drill did not pass through the hole, so only one proximal oblique hole was fixed with screw contrary to plans.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Correction - please refer d9 - product available to stryker. The reported event could not be confirmed since the device was not returned for evaluation but product a picture was provided which confirms the functionality of the device. The provided additional information in the communication the product was verified at the distribution site and the device's accuracy as acceptable, which can be confirmed with the provided picture. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the investigation and device found to be functional at the distribution site the root cause can be attributed to user related. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
During t2 nail surgery, before the nail insertion, no problems were observed with device target accuracy. After inserting the nail, the second oblique hole could not be drilled through no matter how many times the surgeon tried. To check the connection of the device with the nail, the surgeon retightened the holding screw, but the drill did not pass through the hole, so only one proximal oblique hole was fixed with screw contrary to plans.